Event description:
The reporter did meter to lab comparison tests. Reporter stated that they did a blood glucose test in am, fasting; reporters meter reading was 118mg/dl. An hour later reporter went to the doctor's, and a lab test result was 157mg/dl. Reporter did not have any symptoms. On followup, the reporter stated that they clean their meter on a regular basis. Reporter waits a couple of seconds before inserting the strip into meter; stated that they are color blind. Control tests of 135 and 134 (93-139) were in range. No harm was alleged.